Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured intracranial aneurysm at right internal carotid artery with a max diameter of 7 mm and a 8 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 6 mm diameter. The landing zone was 4.7 mm distally and 5 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the operator selected a shield flow-diverting stent. After the access was established, the stent was delivered to the ipsilateral m1 segment. Approximately 7¿8 mm of the tip end of the stent was exposed, and after waiting about 10 seconds, the tip end did not open. The operator continued to deploy the stent by about 12 mm, but the tip end still failed to open. The operator attempted to recapture and redeploy the stent; despite maneuvers such as shaking, pushing, and pulling, the tip end still did not open. Adjustments to the microcatheter tension were also attempted, but the stent remained unopened. The stent was then removed from the patient's body, and it was found that the tip end could not open. Concerned about possible damage to the stent catheter, the operator replaced both the stent and the catheter and completed the procedure. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a ton-bridge medical guide catheter.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 230108194); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.